Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, seroma-late, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, seroma-late, capsular contracture.

Event description:
Healthcare professional reported left side "peripheral folds", "incipient amount of periprosthetic fluid", "mild capsular contracture" baker grade unknown and "axillary nodes infiltrated by silicone." Device remains implanted.